Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose readings of 600 mg/dl and he tested positive for ketones. The patient did not report any symptoms of high or low blood glucose levels. The patient was taken to the emergency room, and treated intravenously with fluids and insulin. It was reported the patient may be having a growth spurt; he reported no other medical conditions or illnesses. Troubleshooting revealed all pump settings, date/time and programming were correct. The infusion set was discarded, therefore no information was provided about it. There was no evidence the pump was not functioning appropriately. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The complaint is old and black box /history data from the reported failure date is overwritten. According the black box, last basal delivery was on (B)(6) 2013 at 3:27pm. No activity outside of normal use is observed along the available data the pump passes 29h flow accuracy test to confirm that it is able to deliver within the requirement. Opened the pump, no intermittent condition was found to the flexes or to the pcb. No moisture ingress is observed inside the unit. History review shows that total daily insulin deliveries add up correctly and reflect user's programmed basal rates targets. The pump powers "on" and primes normally. The unit was exercised for 24hrs, no alarms occurred during testing. The force sensor calibration reading is contained in normal limits.